Manufacturer narrative:
Product analysis: the error code and message were confirmed. The issue was attributed to a malfunctioning printed circuit board (pcb). The pcb was replaced. The stylus was replaced as a preventative measure. The new stylus was calibrated to the display. The hard drive was reconfigured, the software reloaded and updated, and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during lead analysis, the programmer froze. The stylus was replaced. After cycling the power, the programmer displayed an error code and the message "remove object touching screen." Further power cycling was unable to resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.